Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened buttons dome switch. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the up button was getting stuck. The customer reported that the insulin pump was exposed to water. The customer's blood glucose was 502 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The insulin pump will be returned for analysis.